Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose was 72 mg/dl or 73 mg/dl. He ate pretzels and glucose tablets and he started feeling better. Customer then stated he has had a blood glucose of 34mg/dl before and then also had high blood glucose of 350 mg/dl. Customer treated with carbs for low blood glucose. Customer declined troubleshoot for high blood glucose and air bubbles. The product was not returned for analysis.